Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2021 by a sales rep via email that a ar-13995n multifire scorpion needle was being used in a rcr procedure on (B)(6) 2021. During use, the needle tip broke off in the rotator cuff tissue. The needle tip was not able to be retrieved and remains in the patient. Rep was not present for the surgery but was told they attempted to remove it exhaustively. No further details. Additional information requested. Additional information received 8/25/2021: the surgeon opened a new needle to complete the case. The delay was about 30 minutes.